Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: test strip lot reported by the customer is expired (lot # 43925, expiration: august, 2010).

Event description:
A customer reported she received an error-7 display message while using glucose test strips on her precision xtra blood glucose meter. In addition, the customer reported she felt shaky like she was having an "epileptic attack" and then lost consciousness. The customer reported she ate candy and sugar to counteract the event. The paramedics were called and they tested her blood glucose, but the reading is unavailable. The customer reported she was treated with an intravenous solution (name is unknown) and oxygen, and subsequently transported to a health care facility where she was diagnosed with hyperglycemia and received "some pills". The customer was also reportedly treated for a pain in her leg with neurontin 100 mg. There was no report of death or permanent impairment associated with this event.